Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating that the brush broke off; the brush heads really broke at the head, inside where the metal pin was it was broken off. No injury was reported.

Event description:
Consumer called stating that the brush broke off; the brush heads really broke at the head, inside where the metal pin was it was broken off. No injury was reported.

Manufacturer narrative:
Product return was received and product was identified as an oral-b power oral care refills crossaction eb50 on 09-jan-2020. Product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.